Event description:
During a cataract extraction procedure using this phacoemulsification handpiece, the pt suffered an ophthalmic burn that was treated during the procedure. The pt did not suffer any additional injury as a result.